Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that during the elective procedure to replace this patient's pacemaker, damage to this atrial occurred. It was noted that when the lead was pulled out of the device header, the terminal pin was separated from the electrode ring. The rest of the lead body was intact and electrically connected within the lead.